Event description:
It was reported that foreign matter was found in 10 bd¿ slip tip syringe barrels after opening their unit packaging. The following information was provided by the initial reporter, translated from chinese to english: "after opening the unit package, it was found that foreign matter in barrel".

Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The photo shows a syringe removed from the blister pack which has brown spots on barrel. Based on the photo it cannot be determined if the brown spots are loose or embedded. Without a physical sample to analyze the foreign matter (fm) that appears to be on the barrel cannot be identified; therefore, potential root causes cannot be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 10 bd¿ slip tip syringe barrels after opening their unit packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "after opening the unit package, it was found that foreign matter in barrel".